Event description:
It was reported that a possible pocket infection occurred. The implantable cardioverter defibrillator (ICD) system remains in use and the wound was treated per protocol. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 4592-45, implanted: 2005-(B)(6).